Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had not been seen and had no appointment scheduled so the resolution was unknown.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient(pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt was supposed to have a six month check up but they didn't because they were going through cancer treatment. For about six month since they had the chemo therapy they were having to go the bathroom every couple hours. Almost everything they eat causes diarrhea. Caller does not know how to use the equipment and was supposed to talk to a sale representative. Walked caller through the handset and communicator on how to connect to the stimulator. The patient was on program 7 at 2.6 volts. On the call they increased the stimulation to 4.4 volts. Caller was told to wait a couple days and monitor the symptoms in diary to see if the symptoms improve. On the call the pt mentioned a couple weeks ago they had been at a store and was near the theft device at the door and got an induced current. It was explained that can happened and it is recommended to turn off the stimulation when going to go through the theft device.